Manufacturer narrative:
Complaint conclusion: as reported, during inserting a 6f-12f mynx control venous vascular closure device (vcd) into an unknown 8f sheath, the deployer was facing some resistance and as the deployer continued to try and advance it the sealant cover opened and exposed the sealant to blood and created resistance the deployer could not work past. A different mcv device was used to achieve hemostasis. There was no reported patient injury. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. No damage was noted to the sealant sleeves when the device was taken out of the packaging. The device was removed from the package by the handle. The unknown sheath was not kinked or bent upon removal, and no visible bend or damage was observed at the distal end of the balloon shaft after removal. No excess force was applied during insertion. The sales representative was present during the procedure. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2514902 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿mynx control system impeded, mynx control system deployment difficulty premature, sealant sleeves (cartridge assembly) damaged¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event interference or friction between devices (including all catheters, wires, sheath introducers, balloon/sds catheters) whether between one or multiple manufacturers product lines is a known occurrence. If resistance is encountered the system should be withdrawn together as one unit to prevent injury. This is a common practice during and is stated in the product instructions for use (IFU). Continuing use of the device after the resistance may have led to the sealant sleeves to prematurely expose the sealant. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during inserting a 6f-12f mynx control venous vascular closure device (vcd) into an unknown 8f sheath, the deployer was facing some resistance and as the deployer continued to try and advance it the sealant cover opened and exposed the sealant to blood and created resistance the deployer could not work past. A different mcv device was used to achieve hemostasis. There was no reported patient injury. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. No damage was noted to the sealant sleeves when the device was taken out of the packaging. The device was removed from the package by the handle. The unknown sheath was not kinked or bent upon removal, and no visible bend or damage was observed at the distal end of the balloon shaft after removal. No excess force was applied during insertion. The sales representative was present during the procedure. Other procedural details were requested but were not provided. The device was disposed of; therefore, it will not be returned for evaluation.